Event description:
It was reported that this brady lead was explanted due to unknown cause. This brady lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicates that the lead was explanted due to high thresholds and the helix being unable to fully extend. This brady lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed several anomalies. The helix mechanism test failed due to the helix housing being clogged with dried blood/tissue. Dried body fluid was observed in the helix housing, which is typical for active fixation leads. The susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this brady lead was explanted due to unknown cause. This brady lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicates that the lead was explanted due to high thresholds and the helix being unable to fully extend. This brady lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to unknown cause. This brady lead was replaced with the same model. No additional adverse patient effects were reported.